Event description:
The customer reported an intermittent image problem and when the system is used during high dose fluoroscopy, it stops responding after initial fluoroscopy command. There is an error message on screen "please reboot system".

Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.